Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. The pump was received with operating currents within specification. The pump passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer was treated with dextrose 50 percent. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 45 mg/dl. The customer stated the keypad is not responsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.